Event description:
It was reported that balloon rupture occurred. A 4.0 x 40, 135cm mustang balloon catheter was advanced for pre-dilation. However, upon inflating the balloon within the specified pressure, the balloon ruptured. No patient complications nor injuries were reported.